Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to slightly loose drive support disk. The insulin pump passed displacement test. The insulin pump has minor scratches on lcd window.

Event description:
It was reported the customer received a compromised force sensor system alarm. The customer also stated they were unable to exit from the preparing to prime loop. Customer's blood glucose was160 mg/dl. Troubleshooting found the customer's drive support cap was protruded. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.